Manufacturer narrative:
The subject product was returned for evaluation and visually inspected. The peg glass cartridge was broken at the proximal push rod entry point of the cartridge. A hook on the locking push rod center rail was visibly damaged. The damage to the push rod may have occurred with forces applied while inserting the locking push rod into the applicator housing during set up of the applicator or will occur if an attempt was made to remove the locking push rod. A review of the manufacturing records was performed and found that the lot was manufactured to specification. At this time, we are unable to reach a definitive conclusion as to how the vials were damaged. The forces applied to the device during set up and attempted use could have been a contributing factor. As reported, the plunger was advanced, resistance was felt and the sound of possible glass breaking was heard. The IFU for the progel product prescribes the proper instructions and precautions for this device to inspect for damage to the product and to prevent damage to the product during use. The IFU also states "during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." This file represents the second progel device used. An additional MDR is being submitted to represent the initial progel device used. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: it was reported that the scrub tech was preparing the progel device for use in a thoracic case. When it was filled with 2ml of sterile water, the plunger was advanced, and resistance was felt and the sound of possible glass breaking was heard. The progel was put aside and was not used. A second device was brought in and the same issue occurred. A third device was prepared and used without further issue to complete the case. It was reported that the or scrub tech has used progel in well over 50 thoracic cases and is very experienced with the device technique.there was no patient injury as a result of this.